Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) ran a patient sample and confirmed the reported issue. The fse checked and tightened the prefilter housing, which was very loose. The fse then ran a patient sample, but the error persisted. The fse removed the top cover and noticed that when the patient sample was running the large syringe was drawing a large volume of air. The fse performed a drain flush; however, the issue persisted. The fse then proceeded to inspect the hemolysis and wash solution bottle and found that the tubing was suspended above the liquid level. The customer had pulled the hemolysis wash line out of the solution. The hemolysis and wash solution was almost empty as well. The fse replaced the hemolysis and wash solution bottle and placed the tubing line to the bottom of the bottle. The g8 instrument was performing within specification; no further action was required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The 220 no peak detect: no peaks could be detected. This problem could be caused by different scenarios. Insufficient sample uptake due to a coagulated sample may have been processed or a short sample was processed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported getting 220 no peak detect error messages in the middle of a run with the g8 instrument. The technical support specialist instructed the customer to check if the sampling needle assembly was obstructed. The customer reported that no sample was seen going through the sampling needle assembly. A new sampling needle assembly was sent to the customer; however, the customer reported that even after replacing the sampling needle assembly the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.